Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single patient sample. An initial accu tni result of 2.10ng/ml was reported out of the lab and questioned by a physician. The original sample was retested and repeated result was 0.32ng/ml. The initial value was corrected. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications. A system check performed in 2008 passed within specifications. The specimen was collected in a bd, lithium heparin tube and was centrifuged at 5,600 rpm for 3 minutes. No visible fibrin or hemolysis was noted in the sample. No other samples or results were questioned at the time of this event. A field service engineer (fse) was dispatched to the customer's lab: the fse performed hardware verification and diagnostic test failed. The fse pulled bubble burster and cleaned fittings and flushed water through it. The fse repeated hardware verification with good results. The fse verified the repair per established procedures and results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.